Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v798124, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
A healthcare professional reported that the patient had their right side system removed on (B)(6) 2012 due to an infection. The patient's indication for use was parkinson's dual and movement disorders. Follow-up is being conducted to obtain information about symptoms, troubleshooting performed and outcome. If additional information is received a supplemental report will be submitted.